Event description:
During a surgical eye muscle case, the surgeon was passing a 6-0 vicryl suture, j556g thru the left medial rectus muscle when he noted that the suture began to fray and split in half. The suture was removed from the field and replaced with a new suture. The suture representative was notified. No harm to the patient occurred, and the patient is stable.